Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had frozen display and buttons did not working. The customer¿s blood glucose level was 99 mg/dl at the time of the incident. Customer was unable to successfully clear the alarm. Insulin pump buttons did not begin to work in less than 5 minutes without battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. All the buttons functioned properly and no frozen display or moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).